Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported infection and renal dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection and renal dysfunction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Onset of driveline infection MFR # 2916596-2024-07439.

Manufacturer narrative:
Emdr (B)(4) was originally submitted 08nov2024. Abbott was made aware on 28nov2024 that due to FDA technical issues, the emdr was not received by the FDA. Resubmitted 03dec2024. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted with a driveline infection on (B)(6) 2024 and were discharged (B)(6) 2024. The patient had a history of a recurrent driveline infection (B)(4) and was prescribed chronic suppressive cephalexin. The patient presented with increased purulent drainage around the driveline site with associated fatigue. There were positive cultures for methicillin-susceptible staphylococcus aureus (mssa) and polymicrobial growth on the wound culture. The patient was continued on vancomycin. Given the recurrence of the infection, there was concern for an abscess. The ncctap and ultrasound did not show abscess. The bacterial culture did not show growth. Anaplasma and babesia were negative. The parasite smear was negative and the urinalysis was negative. The chest x-ray was negative for pneumonia. The positron emission tomography (pet) scan did not show evidence of a deeper infection. The patient received 2 weeks of intravenous vancomycin before they switched to oral suppressive cefadroxil. The patient planned to follow up with infectious disease in clinic. The patient was then discharged home in stable condition.